Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy, they used instrument and the reload. The surgeon started firing the device, however the firing stopped at the last 1cm of the line. They replaced by new reload, and connected it to the same instrument, however they could not fire the device at all. Then they replaced by new instrument and another new reload, and the device worked fine. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be reopened, and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.